Manufacturer narrative:
Findings: unit received with frozen display, no button response, and constant audio alarm tone. Problem isolated to the motherboard. Unable to perform the full functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to frozen display. No cosmetic damage noted during physical inspection.

Event description:
The customer reported via phone call indicating that the insulin pump alarm audio/beep anomaly. Customer's blood glucose at time of incident was 219 mg/dl. Customer is calling back after resting the pump. Customer was advised to insert new energizer battery. Customer stated the new battery did not restore normal pump function. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 219 mg/dl. The customer stated that none of the buttons respond. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.